Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# v323599, implanted: (B)(6) 2010. Product type: lead: product ID 3037, serial# (B)(4). Product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient was unable to feel stimulation for one month prior to the report. It was noted that the patient had fallen forward, but had not hit the device. It was noted that the patient was able to "feel with 2-3+." It was noted that high impedances of greater than 4,000 ohms were measured on some of the bipolar pairs. It was noted that the patient "could only tolerate default electrode impedance testing at 1 volts and 210 pulse width. It was noted that the only pair that was normal was "c2, c3 and 23" with impedance measurements of 1004 ohms. It was noted that the health care professional (hcp) tried increasing the amplitude or pulse width and patient was unable to tolerate it after the first two readings. Additional information was requested, but was not available as of the date of this report.